Event description:
It is reported that the device was implanted in late 2005 and that the patient was revised in early 2006, due to a fracture of femoral shaft.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. It is reported that the patient has osteoporosis. Possible causes of the femur fracture may be due to (but not limited to) one of more of the following: incorrect stem/rasp relationship, use of a stem that is too large for the patient's anatomy, patient behavior, or a fall. Although osteoporosis is the probable contributor to the fracture, the exact cause cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.